Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 41 ("patient temperature sensor failure") message upon power up. The message was unable to be cleared by powering the platform off and on. Customer noted that nothing is on the platform. In addition, it was reported that one of the shoulder restraint wire is broken. No patient involvement was reported.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the shoulder restraint bracket was missing. In addition, the encoder cover, motor cover and the battery compartment were observed to be damaged. The physical damages found during visual inspection confirmed the reported issue that one of the shoulder restraint wires were broken. The damages appear to have been caused by normal wear and tear (autopulse manufactured in october of 2006). A review of the autopulse archive was performed and the reported complaint of the platform displaying a user advisory (ua) 41 (patient temperature sensor failure) fault was confirmed. The archive data shows that ua 41 faults occurred on (B)(6) 2013, rather than on the reported event date of (B)(6) 2013. Functional testing was performed and the reported complaint of the platform displaying a ua 41 fault was reproduced. It was found that the temperature sensor cable was at fault. Based on the investigation, the parts identified for replacement were the temperature sensor cable, shoulder restraint bracket, encoder cover, motor cover and the battery compartment. In summary, the reported issue that the shoulder restraint bracket was missing was confirmed during visual inspection. The fault was found to be due to normal wear and tear. The reported complaint of the platform displaying a ua 41 fault was confirmed based on the archive review and during functional testing. The fault was found to be due to a defective temperature sensor cable. Upon replacement of the temperature sensor cable, shoulder restraint bracket and the damaged parts, the platform passed all testing criteria.